Event description:
The user suffered a severe head trauma near the implant site. Reimplantation is being considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusions: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The user suffered a severe head trauma near the implant site around the end of (B)(6) 2022 after which the user experienced a sudden loss of hearing with the device. The user had good benefit before. The user has been re-implanted.

Event description:
The user suffered a severe head trauma near the implant site around the end of september. The user experienced a sudden loss of hearing with the device. Before the loss the user had good benefit from the device. Reimplantation is being considered.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.